Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shock due to chest trauma when patient was pushing his truck but did not result to therapy exhaustion. The crt-d and rv lead likewise exhibited noise due to oversensing and pacing inhibition that resulted to asystole greater than 2 seconds. The system was explanted and replaced with a competitor's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.